Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report constant check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the check te pad messages is the open pulse wire. In addition the ECG c and d cable was pulled from strain relief, the dn cover was damaged, the dn to rear te cable strain relief was contaminated, and the trunk cable connector was cracked. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. The root cause for the strained cables and damaged connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged cables and wires. The pt received a replacement electrode belt.